Event description:
At 0840 it was time for laser lithotripsy and the laser rep, passed off the agiliti 272u laser fiber pl with lot# db25006. The laser fiber broke, two pieces broke off inside the patient, two broken pieces were retrieved and bagged. A second laser fiber, agiliti 272u laser fiber pl also with lot# db25006 was opened and passed to surgeon. The second laser fiber broke, one piece broke off in the patient, one piece was retrieved and bagged. A third laser fiber, agiliti 272u laser fiber pl with new lot# db25017 was opened and passed to surgeon. The third laser fiber broke, one piece broke off in the patient, one piece was retrieved and bagged. Laser services were discontinued. All fibers and broken pieces were bagged and labled. Surgeon requested different laser machine to be brought in. Stent was placed and patient procedure concluded. Agiliti laser rep, put in an incident report with his company which was to be sent to or manager.